Event description:
Caller reported an issue with the incorrect time displayed on the pump, which was off by seven minutes. There was no adverse impact on their blood glucose level as it remained within the normal range. Cts assisted the caller in updating the pump time and advised them to monitor the situation, following up if the discrepancy reoccurred. The caller acknowledged and understood the instructions provided.